Manufacturer narrative:
Sample information was not provided. No errors were posted to the event log. A system check performed on 08/04/2009 was within specifications. Quality control was within specifications prior to and after the discrepant results. On (B)(4) 2009, the field service engineer performed a 45 point precision run and a high sensitivity system check; both met specifications. A dilution test was performed a few days prior to the discrepant results. The dilution test met specifications also. Root cause was not determined, but may be related to the sample. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 2 of 2 events reported by this customer. This MDR is related to MDR 2122870-2011-03591.

Event description:
Customer reported erratic access vitamin b12 test results were obtained for one patient sample when using the unicel dxi 800 access immunoassay system. The customer also reported access vitamin b12 test results for two other patients that were discordant. Test results were obtained (B)(6) /2009 on the night shift. All three patient samples were tested on two unicel dxi 800 access immunoassay systems. Test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 2 of 2 for two different analyzers.